Event description:
(B)(4). About this time began to notice I would snap at my husband and daughter all the time, hair loss, weight gain, never wanted to be around people, anxiety (like I had butterflies in my stomach all the time) was tested and vit d was extremely low, thyroid issues, sharp pain in my pelvis, itchy all over.